Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause was unknown. It was unknown if the patient was hospitalized for the event. Treatment for the event was not reported. At the time of this report, patient outcome was unknown. Action taken with pd therapy was not reported. No additional information is available.

Manufacturer narrative:
Additional information: upon follow-up, it was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection and fortum injection (doses, routes, frequencies and durations were not reported) for peritonitis. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.